Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had facial nerve stimulation with the device and that the electrode array had extruded. The patient was re-implanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely facial nerve stimulation by the most apical channels. Additionally, the active electrode array partially migrated out of the cochlea, likely induced by the reported hit to the head, which might have contributed to the observed lack of benefit from the device. This is a final report.

Event description:
It was reported that the recipient had facial nerve stimulation (fns) with the device on apical electrodes 1 to 4, and that the electrode array had migrated. According to internal registration information, a full insertion was achieved at implantation. Per further information received, the electrode array had migrated likely due to a blow to the head as the recipient is a boxer. There were 4-5 channels extra-cochlear and hearing performance had decreased over time. The recipient reported that he had a blow to the implant site. His perception with the device prior to this was good. The recipient was re-mapped in (B)(6) 2017, but this did not resolve the issue. Re-mapping with tri-phasic pulses was declined. The recipient was re-implanted on (B)(6) 2018. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. The recipient is not experiencing any fns with the new device. However, he has only the most basal electrodes activated. Furthermore, he is only wearing the device approximately 2h/day.